Event description:
End user states: "the front casters on her insignia when rolling the chair forward will hit against the back wheels and stop the chair. When she rolls the chair backwards the chair rolls fine, but going forward the wheels will hit and stop the chair from turning. Customer talked to 1-800 wheelchair and is awaiting a response from them as to what they are going to do."